Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that an intra-vascular ultrasound (ivus) catheter and dragonfly catheter encountered resistance during removal over the wire. Factors that may contribute to difficulty removing a device over the guide wire include, but are not limited to, inner diameter of the device, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the device or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that when using the bmw (balance middleweight) guidewire with the dragonfly opstar oct (optical coherence tomography) catheter and / or a non-abbott ivus (intravascular ultrasound) catheter, it was noted that upon removing the oct/ivus catheter out of the patient after taking the imaging pullback, the oct/ivus catheter sticks onto the bmw wire and thus, also pulls the wire out of the patient with the catheter. Subsequently when using a non-abbott guidewire, the oct/ivus catheter does not stick to the non-abbott guidewire. There were no adverse patient effects. No additional information was provided.